Event description:
It was reported that the device triggered the elective replacement indicator (eri) and premature battery depletion was suspected. The device was explanted and replaced. It was also reported that the right ventricular (rv) lead was oversensing short interval counts (sic). The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: product ID 6949 defib lead (B)(6) 2005; 5076 non-defib lead (B)(6) 2005; 4194 non-defib lead (B)(6) 2005. (B)(4).